Event description:
It was reported that during a pci procedure, a side hole of the mach 1 guide catheter became occluded and restricted blood flow. The 99% stenosed lesion was located in the left circumflex (lcx) coronary artery. It is unk what caused the side hole occlusion. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported "good."